Manufacturer narrative:
This event occurred in (B)(6). The customer¿s calibration and qc data was requested but not provided. The patient samples were requested for investigation.

Event description:
The initial reporter received questionable false positive elecsys toxo igm results for two patients from a cobas 8000 e 801 module, serial number (B)(4). The questionable results were not reported outside the laboratory. On (B)(6) 2020, the customer performed initial and repeat testing on the e 801 module. On (B)(6) 2020, the customer performed further testing on another analyzer, abbott, which were determined the correct results. Patient 1¿s toxo igm results on the e 801 were 1.65 coi reactive with a data flag and 1.67 coi reactive with a data flag. The patient¿s toxo igg results on the e 801 was 0.180 negative with a data flag. The patient's repeat results from the abbott analyzer were indeterminate and negative. Patient 2¿s toxo igm results on the e 801 were 1.23 coi reactive and 1.25 coi reactive. The patient¿s repeat result from the abbott analyzer was negative. Patient 2 is a (B)(6) year old female.

Manufacturer narrative:
Based on the available data, a general reagent issue can be excluded. The customer provided the two patient samples for investigation. The investigation confirmed the customer's elecsys toxo igm results for both patients. Also, both samples were found negative with recomline blot toxo igm. For patient 1, the observed elecsys toxo igm reactivity were shown to be based on interfering antibodies (igm-class) against the elecsys standard ruthenium label. Per labeling, "in rare cases, interference due to extremely high titers of antibodies to immunological components, streptavidin or ruthenium can occur. These effects are minimized by suitable test design." Elecsys toxo igg resulted non-reactive. For patient 2, the reactive elecsys toxo igm result is considered correct as the toxo infection was shown to be of remote status. The toxo igg specific antibodies were of high avidity. The investigation did not identify a product problem. The cause of the event could not be determined.